Event description:
The customer stated the cell-dyn sapphire platelet background was out of specification, therefore, the customer was advised to perform various troubleshooting procedures to resolve the issue. The issue was not resolved with troubleshooting, therefore a service call was initiated. After the service call, the customer replaced the diluent sheath reagent lot 13747i2 with lot 14807i2 and the platelet background was within specificaton. One patient sample generated a high platelet result of 170,000; repeat testing generated a result of 6000 which was out of the customer's reportable range of 120,000 to 400,000. The initial result was reported out of the lab, however, not questioned by the physician. There was no impact to patient management.

Manufacturer narrative:
The initial medwatch submission stated one patient sample generated a high platelet result of 170,000 and repeat testing generated a result of 6000 which was incorrect. An initial patient result of 17,000 was generated, with a repeat value of 6000. There was no impact to patient management. Review of our batch production record for the diluent/sheath reagent, historical data review, and labeling review determined the diluent/sheath lot met specifications and was released for distribution. A review of historical data did not find an issue similar to the customer observation. The customer reported having plt background issues, which was resolved after replacement of the diluent/sheath reagent. Several attempts by the customer service and support to obtain patient data from the customer were unsuccessful. The cell-dyn sapphire system operations manual states to ensure that background counts are within acceptable limits before running controls and patient specimens. Additionally, the cell-dyn sapphire system operations manual states if the reagent is identified as the problem, the probable cause is the diluent/sheath reagent which may have been contaminated, frozen and thawed, or expired. The recommended action is to replace the diluent/sheath reagent with a new one. Based on the information received and the investigation of the issue, no product deficiency was identified with the cell-dyn sapphire or diluent/sheath reagent lot number 13747i2.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.